Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. "Results of investigation: vyaire field service representative went onsite to evaluate the device. Initial observations saw a very low bias flow set to around 12. Set bias flow to 20 lpm & both limit & adjust knobs are working as they should. Performed checkout of dcpsu - passed. Cleaned column filter. Performed calibration of dynamic displacement indicator board as light emitting diode¿s were far off to the right. This was corrected & passed. Performed patient circuit calibration & performance test which both passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that transducer fault occurred during use on a patient on the vela ventilator. The customer reported they have to put a different unit on the patient. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.